Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported by the patient family member that the patient was admitted to the hospital due to stroke. During patient therapy with acs 900 pump the patient sustained second stroke. The family member reported that during therapy the pump was displaying error code which was indicating air leaking, the investigation is ongoing, the information provided to the complaint are currently analyzed. The customer reported the issue to FDA under report no mw5093909.

Manufacturer narrative:
The patient¿s relative sent the voluntary report to the FDA to inform that as a result of the flowtron therapy a patient sustained a second stroke. It was reported that the patient was admitted to the hospital for stroke treatment. The patient was receiving compression therapy with a flowtron acs 900 pump. The patient¿s son noticed that the pump displayed code ¿leak in port one¿ and the pressure in the pump raised to 70mmhg and fall to 0. The code which was displayed on the pump screen might arise when e.g. The tube set is kinked or blocked. If the pressure exceeds 40mmhg, the compressor will stop working immediately and raised the alarm. The further clarification of the event showed that arjo was informed by the patient¿s son about the complaint on (B)(6) 2020. The arjo representative contacted a hospital manager who was aware of the situation with the patient¿s son. During the conversation, it was confirmed that there was no pump malfunction found. The pump raised a low-pressure alarm. The nurse changed the garments. The manager confirmed that the patient did not suffer any adverse effects due to the use of the arjo device. Therefore the complaint was found to be not reportable. To sum up, while the event occurred the arjo device was used for the patient¿s therapy. We reported this complaint, solely, based on the information provided in voluntary report. However, upon further investigation, we found that this event have been received earlier. It was confirmed by the hospital that the patient did not suffer any adverse effects due to the use of the arjo device. There was no injury and it is unlikely a serious injury occurs in the future. There was no adverse event in the past related to dvt garment. Therefore, this complaint is not reportable.